Event description:
During use of a sv-8 wire it was reported that when the physician was advancing the wire into the superficial femoral artery (sfa) for an endovascular procedure the tip of the wire prolapsed and would not cross the lesion. When attempting to remove the wire the tip of the wire began to unravel. He was able to successfully remove the entire wire from the body. No patient harm was noted. The age and gender of the patient is unknown. The target lesion location was the distal sfa. The vessel was described as calcified. The wire was removed from its dispenser as per the IFU. The device was not kinked or damaged in any way prior to insertion into the patient. The tip of the wire was not re-shaped. The wire was not used previously in the procedure. The lesion was a chronic total occlusion (cto). There was no "drilling" or "jack-hammer" technique used to recannulize the vessel. The wire was visible on fluoro throughout the procedure. There was no difficulty tracking the wire through the vessel and torque response was normal. The wire did not kink during use. The tip of the wire did prolapse once during advancement and remained prolapsed, but it was unable to cross lesion and an attempt was made to retract the wire into the 4f diagnostic catheter procedure and when attempting to remove the wire, he noticed the tip of the wire was staying place on his fluoroscopy image while the rest of the wire was coming out the body. He was able to successfully remove the entire wire from the body but the tip had separated and was only attached to the rest of the wire by a very thin string, indicating the wire possibly started to unravel. The wire was removed intact in one piece from the patient. He used another wire, a v-18 from bsc and successfully finished the case. There was no reported patient injury.

Manufacturer narrative:
The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
The product was received to be analyzed and a significant finding was discovered. A piece of distal (core wire) tip was broken and separated from the wire. The wire was received in this condition. The distal coil wire was totally unraveled and tangled. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
During use of a sv-8 wire, it was reported that when the physician was advancing the wire into the superficial femoral artery (sfa), the tip of the wire prolapsed and would not cross the lesion. When attempting to remove the wire the tip of the wire began to unravel. He was able to successfully remove the entire wire from the body. No patient harm was noted. The target lesion location was the distal sfa and was a cto (chronic total occlusion). The vessel was described as calcified. The wire was removed from its dispenser as per the IFU and was not kinked or damaged in any way prior to insertion into the patient. The tip of the wire was not re-shaped or previously used in the procedure. There was no ¿drilling¿ or ¿jack-hammer¿ technique used to recannulize the vessel. The wire was visible on fluoroscopy throughout the procedure. There was no difficulty tracking the wire through the vessel and torque response was normal. The wire did not kink during use. During advancement, the tip of the wire prolapsed and the physician was then unable to cross the lesion. While attempting to retract the wire into a 4f diagnostic catheter, the physician noticed on fluoroscopy that the tip of the wire was staying in place, while the rest of the wire was coming out the body. The physician was able to successfully remove the entire wire from the body but the tip separated and was only attached to the rest of the wire by a very thin string, indicating the wire possibly started to unravel. Another wire (v-18 from bsc) was used to successfully finish the case. There was no reported patient injury. One non-sterile guidewire was received coiled in a plastic bag. The distal coil was found unraveled/stretched and tangled. A piece of distal (core wire) tip was broken and separated from the wire. The distal tip was found prolapsed. Sem analysis results showed that the wire presented evidence of reverse bending conditions. Reverse bending or fatigue failures could be related to these surface characteristics, these types of failures occur due to a tensile overload. Also these types of failures are caused by repeatedly applied loads. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. The reported complaint ¿guidewire - failure to cross¿ could not be confirmed during analysis. However vessel characteristics (calcified and cto) may have contributed to the difficulties experienced by the customer. The reported complaints ¿guidewire - unraveled/stretched-in patient¿, ¿distal tip - fractured-separated¿, ¿distal tip ¿ prolapse¿ were confirmed during analysis based on the condition of the device upon receipt. The sem analysis results showed that the distal tip fracture surfaces presented evidence of reverse bending characteristics; these types of failures occur due to a tensile overload and are also caused by repeatedly applied loads. There were also vessel characteristics (calcified sfa and cto) that may contributed to the reported event. With the information provided the reported failure/event does not appear to be related to the manufacturing process. Based on the information available for review vessel characteristics and procedural manipulation may have contributed to the reported event. Therefore no corrective action will be taken at this time.